Manufacturer narrative:
Reported event. An event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results. -product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: observation - could not duplicate problem. Actions taken - inspected camera system, performed micro-e testing on all encoders followed by kinematic calibration and a subsequent pm cycle. A sawbones demonstration with the reporting mps was performed to ensure that the problem was eliminated and the sawbones demonstration was successful with no issues detected. System ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob155 was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob155 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Rob155 - mps reported arm shaking in haptics.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical.  A supplemental report will be submitted when additional information becomes available.

Event description:
Rob155 - mps reported arm shaking in haptics.